Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. When was the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ during use on patient 2. Did the suture break post-operatively? No 3. Was any surgical intervention performed specially re-suturing? Explain no 4. Was there any patient consequence? No 5. Any medical treatment provided? If yes, please provide medicine name, strength and dose no 6. Please provide lot number - there are 2 affected lot numbers. 101h5r & 102ghr 7. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ¿ rossini carbungco (cardiac theatre lead).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, we have incidence of 8/0 prolene snapping under mr b. And mr b. Cases. I would have thought if you can gave us a visit regarding this because I have other questions too. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-seven unopened samples was received for analysis. Product code ep8741h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.